Event description:
It was reported that the device failed flow rate test. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed a missing tamper seal. During functional check, the reported complaint was not duplicated. The pump was found to be within manufacturing specifications. Three different delivery accuracy tests were performed all of which were within the published plus or minus six percent of the delivery accuracy specification. These tests were performed on an accuracy station and no problems were found with the fluid delivery of the pump. No actions were taken; performed preventative measures.